Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to verify the displacement test due to the motor error alarm.

Event description:
The customer called to report motor error alarms during normal use. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer stated that the insulin pump was exposed to full body scanners at the airport. Nothing further was reported.